Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties and stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). After a 145, 5-in-6 guidezilla¿ guide extension catheter was placed, a 4.00 x 24 synergy ii drug eluting stent was advanced to treat the lesion but the stent would not go through the guide extension catheter. When the physician went to pull the stent back out, it became stuck again on the non-bsc bleedback control valve. It was noted that the stent came off the delivery system and was lodged in the bleedback control valve. The physician had to take the entire system out of the patient's body and a new stent was advanced with a buddy wire and the procedure was completed. No patient complications were reported.